Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer fell off his bike and landed on the insulin pump. Caller stated that the screen on the insulin pump is broken and cracked. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass. The functional testing could not be performed due to the cracked glass. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked battery tube threads.